Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose. The customer¿s blood glucose level was 490 mg/dl and the 200 mg/dl. The customer stated that he ate salad and blood glucose went high. The device will not be return for analysis.